Manufacturer narrative:
Other text : it was later clarified with the customer via phone call that the customer declined service from philips and has replaced the device with another manufacturer defibrillator.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx device was not charging the batteries to be able to hold the charge. There was no reported patient or user involvement and no adverse patient/user impact.